Manufacturer narrative:
The cryoprobe has not been returned to erbe USA for an evaluation. However, based upon similar reported events, it appears that the accessory's failure was due to a manufacturing defect (note: see assessment by erbe germany). No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined and another determination as to cause of the incident is made other than a manufacturing defect, a follow-up report will be filed. Assessment by erbe germany, erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. (B)(4) in these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer will be made aware of the findings.

Event description:
It was reported that an incident occurred with a flexible cryoprobe to perform a transbronchial cryobiopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robot. No other information was provided regarding any other accessory employed during the incident. The cryosurgical unit setting was 54 bar. Per the complainant, the cryoprobe popped upon the initial pass. There was no report of any injury to the staff or patient.